Event description:
It was reported that the tip of the fogarty embolectomy catheter "broke off in a vein of the upper arm". The physician was able to retrieve the tip from the patient's vessel and no injury occurred.

Manufacturer narrative:
This event was identified during a review of complaints for regulatory reporting. The complaint had been determined as not reportable; however, this determination was reevaluated during the complaint review and the report is now being submitted. One fogarty embolectomy catheter was returned to the edwards product evaluation laboratory for evaluation without the packaging. The evaluation included visual examination and notation of any abnormalities such as damaged, incorrect or missing components. The balloon and balloon windings/bonds were visually inspected for indication of damage or abnormality. The balloon latex and distal windings have been pulled off the distal tip of the catheter, and were returned with the catheter. The proximal windings appear to have slipped distally on the catheter tip, but they are still attached. It appears the latex has pulled out from under the proximal windings and was pulled off the tip of the catheter with the distal windings. This condition may occur if the maximum recommended pull force has been exceeded. The maximum pull force listed in the directions for use (dfu) is 1.5 lbs. The catheter tip, itself, is not broken. Although the customer report of separation was confirmed, there are no indications of a manufacturing non-conformance. Review of the available information suggests that procedural factors may have contributed to the event. No actions will be taken at this time.